Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; the device passed incoming functional test. Analysis found the battery contacts were contaminated, the lower case was cracked, and the device was sticky. Two screws in the lower case, all bail attachments, and ring attachment were missing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the auricular detection was bad. The external pulse generator was returned for service. No patient complications have been reported as a result of this event.